Manufacturer narrative:
Continuation of d10: product ID 97745nt, lot/serial# (B)(6). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information from the rep indicated that there was no device issue reported. The cause chest tightness was unknown. The patient stated that they still feels a slight increase in chest tightness when recharging however he sent in data from his pacemaker with no outreach from cardiologist therefore he is determining both therapies are fine. Advised patient to shut off scs when recharging to see if this alleviates the issue. Patient has continued to recharge with the device on even when field representativeadvised against this.

Event description:
Information was received from a healthcare provider regarding a patient who was implanted with an implantable neurostimulator (ins). Caller told by pt that pt felt a chest tightness from chest bone to sternum while charging his ins. Pt has charged his ins once so far (implanted (B)(6). Pt does have a pacemaker in left chest with ins in right flank. Pt has 3 groups and trying different groups today in clinic didn't make a difference with the sensation when they were trying to charge the ins. Pt having good pain relief. Caller indicates that pt is leaning back on recharger to charge ins. Tss reviewed ensuring pt not creating a lot of pressure while charging ins. Also reviewed turning off stimulation while charging ins. Tss reviewed typical concerns with pacers is picking up stim output of ins (vs concern about rechargers interacting). They will try further recharging of ins and see how it goes as well as making sure pt consults with cardiologist. Hcp reported that the issues of pt felt a chest tightness from chest bone to sternum while charging his ins was reported to the office. The issue did not occur when the stimulation was off. Office did not see any apparent device/therapy issues nor any interaction between the pacemaker and the scs devices. Patient saw rep a manufacturer rep the same day. Patient has not reached back to office about the complaint since.

Manufacturer narrative:
Continuation of d10: product ID 97745nt lot# serial# (B)(6). Product type medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.